Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during a bolus, followed by a motor error alarm. The blood glucose reading was 435 mg/dl, which was treated with a manual injection. No significant events leading to the alarm were observed. The customer was not present on the call in order to perform troubleshooting for the high blood glucose and no delivery alarm. Advised replacement of the insulin pump. The most recent blood glucose reading was 235 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus basal delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery and high blood glucose simulator due to motor error alarm. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has bleeding lcd glass, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.